Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of non-sustained right ventricular (rv) oversensing caused by myopotentials. Technical support recommended reprogramming and the programming changes have been scheduled. The patient was stable.